Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There is no allegation of a product malfunction however this complaint is being reported because there was use error, which may have contributed to the patient's low blood glucose levels.

Event description:
The patient's mother called animas to review the insulin on board (iob) feature. She says the feature is not turned on. The patient's blood glucose level was reportedly 170 mg/dl and the pump calculated 7 units for a bolus dose which the reporter feels is too much. She says his blood glucose level was 40 mg/dl and increased to 64 mg/dl after drinking soda. The bolus history shows bolus doses of 3.15 units, 6.9 units, 7.8 units, and 6.6 units in the evening prior to calling animas. The animas representative asked the reporter to contact emergency services. When the reporter was contacted a little later in the night, the patient's blood glucose level was reportedly increased to 120 mg/dl. There was no mention of any treatment by emergency staff. She says she will be monitoring the patient's blood glucose level throughout the night. The reporter denies any pump malfunction however says that the iob feature was not turned on when it should have been. This complaint is being reported because the patient reportedly programmed bolus doses without using the iob feature and subsequently suffered low blood glucose levels requiring treatment.

Manufacturer narrative:
(B)(4).